Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2015 with the following findings: "por" event observed in the black box on 7/23/2015 at 11:55. The pump powers with returned battery cap to a dim discolored display. Battery cap is unable to fully tighten. Battery compartment cracks observed in in thread area and below grip pad. Battery compartment threads damaged. Pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.